Event description:
A nurse reports a broken haptic was identified following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens and a suture was necessary. Additional surgical intervention was required due to a prolapsed iris identified three days following surgery. The nurse reports the pt rubbed their eye due to itching from the suture.